Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that infusion problem and residual aspiration problem during surgery. Procedure details and patient impact have not been provided. This report pertains to pak (cassette) involved in this reported event.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product lot information for this consumable procedure pack is unknown, therefore the device history records traceable to the reported procedure pack could not be reviewed. The used anterior pak was returned and visually inspected. It was observed that the infusion chamber on the pinch plate was cracked. The infusion chamber was broken off from the pinch plate to further inspect for any welding anomalies along the welding profile of the infusion chamber and insufficient welding was confirmed. The sample was tested with lab stock cassette, and could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was also measured at multiple set points throughout the console range and met specifications. The root cause of the customer's complaint is due to an inadequate weld between the infusion chamber and pinch plate, which caused the priming failure on the cassette. The source of this defect is related to an error in the welding process during manufacturing. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.